Manufacturer narrative:
A review of the architect c4000, serial number: (B)(6), analyzer¿s service history found no contributing factors on or around the date of the complaint. No part replacement or troubleshooting was performed. Return testing was not completed as returns were not available. The architect system operations manual addresses operational precautions, limitations and troubleshooting of the fluidics subsystem. Furthermore, the manual includes requirements for handling specimens and addresses troubleshooting of elevated and erratic sample results. A review of historical data revealed no trends, systemic issues, or nonconformances associated with the architect c4000 system. The product monitoring review found no trends for the architect c4000 platform. Based on the investigation, no systemic issue or deficiency of the architect c4000, serial number: (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated sodium (na), potassium (k), and chloride (cl) results on one patient generated on the architect analyzer. The results provided were: on (B)(6) 2021 sid (B)(6) na = 174meq/l (normal range 136-145meq/l) / retest = 139, redrawn = 139; k = 5.7meq/l (normal range 3.5-5.1meq/l)/ retest = 4.7, redraw = 4.7; cl = 133meq/l (normal range 98-107meq/l) / retest = 107, redraw = 107. There was no reported impact to patient management.